Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor displayed a service code 110. The cause for the failure was isolated to an open l1 inductor on the computer/analog pca. The root cause for the open l1 conductor could not be positively identified. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The root cause for the open fuse was unable to be positively identified. No adverse event resulted from the defective monitor or battery pack.

Event description:
A us distributor returned a patient's monitor and battery pack. It was reported that the monitor was displaying service code 110 and that the battery pack was unable to power on a monitor.